Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21396. It was reported the patient underwent surgical intervention on (B)(6) 2014 to address new pain. Subsequently, the patient experienced a csf leak which resulted in headaches. A blood patch was performed on (B)(6) 2014 which was unsuccessful in resolving the patient's headache. As a result, a second blood patch was done on (B)(6) 2014 followed by a myelogram. Due to the catheter tip breaking off during the myelogram, the physician conducted a laminectomy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.